Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
An article was received entitled "medial tibial "spackling" to lessen chronic medial tibial soft tissue irritation¿. Literature article "medial tibial "spackling" to lessen chronic medial tibial soft tissue irritation" by j. Ryan martin, md, tyler steven watters, md , daniel l. Levy, bs, jason m. Jennings, md, dpt, james p. Boyle, pa-c, douglas a. Dennis, md published by arthroplasty today http://dx.doi.org/10.1016/j.artd.2016.05.003 was reviewed. The article purpose: to describe a novel technique and provide a case example of a patient that developed symptoms postoperatively after revision tka and underwent a unique surgical treatment method referred to as medial tibial ¿spackling¿ to eliminate the chronic medial tibial pain. The article reports: a (B)(6) woman presented to the authors' clinic for evaluation of a painful left tka performed at an outside facility 16 years prior. Shortly after, it was decided to preform a revision surgery using a depuy pfc sigma tciii implant. The post operative period for this procedure was uneventful for two years. At this time, she reported experiencing pain and swelling. Subsequent radiographs revealed progressive tibial bone loss. After thorough review with the patient, she elected to proceed with the tibial spackling procedure. Her symptoms quickly resolved and she was still asymptomatic 1 year post operation. Depuy products involved: pfc sigma tciii. Complications: edema (1), pain (1), osteolysis (1), surgical intervention (1).